Event description:
A nurse reports that during lasik surgery, the screen froze. The site shut down the system and re-booted, but was unable to access the remainder of the patient's surgery plan. The procedure could not be completed during the same session. It is not known whether there was a patient impact/injury associated with this event.

Event description:
Additional information provided by the surgeon indicates there was no pt impact/injury associated with this event.